Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The exact cause of the reported event cannot be confirmed. As part of our investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. As a preventive measure, the instruction manual provides warning which states, "if the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding."

Event description:
Olympus received a medwatch report (# mw5085596) on april 16, 2019 which states, "during procedure for cystoscopy, surgeon noted plastic tip of resectoscope broke off. The surgeon was able to retrieve the broken tip. No procedure complications noted and no harm to the patient."